Manufacturer narrative:
Dg1, g2, d4: correction.

Manufacturer narrative:
Health professional, initial reporter occupation, report source: corrections. Concomitant medical products, device evaluated by MFR, device manufacture date: additional information. Manufacturer's investigation conclusions: the reported event of a centrimag 2nd gen primary console not being able to operate on ac power was confirmed during the investigation of a related 2nd gen primary console (sn (B)(4). The returned centrimag motor (sn (B)(4) was evaluated and tested at the european distribution center (edc) under work order #(B)(4). Visual inspection of the returned motor revealed that its cable was damaged. A picture taken by the edc of the cable showed damage to the black outer jacket as well as an exposed metal shielding. Due to the damage the motor could not be functionally tested and was scrapped. The root cause of the cable's damage could not be conclusively determined but appeared to be a result of handling. This damage could not be conclusively correlated to the reported event. However, a damaged motor cable has the potential to damage the primary console's hardware. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Description of problem or event: the report of the console is captured under MFR # 2916596-2019-02819 approximate age of device- the centrimag motor is not a single use device. Approximate age of the device from the manufacture date is not yet available. Device available for evaluation, device evaluated by MFR: it was reported the console was removed from use. Multiple attempts for product return have been requested but the product disposition has not been provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the involved console and motor were supporting a male patient. The ac power suddenly switched to battery mode, then the nurses checked the whole circuit connection and tried to plug to ac power with another power cord but failed. The console and motor were switched to backup. The switching was uneventful. Upon switching off the old console, sparks and smoke came out. The patient is stable. It was reported there were no adverse patient consequences. Another console and motor were used which resolved the issue. Additional information was requested but has not yet been provided.